Event description:
Swollen knee [joint swelling]. Punction [joint effusion]. Case description: spontaneous report received on (B)(6) 2010 from a physician via a company sales representative regarding a (B)(6) female pt, initials (B)(6). After the first injection of synvisc on (B)(6) 2009, she experienced a swollen knee. The knee was "rinsed" and the pt did not have any further reactions. After the second synvisc injection (B)(6) 2010, the pt had a punction procedure performed and the result was negative. After the third injection on (B)(6) 2009, the pt had a continuously swollen knee. On (B)(6) 2010, the knee was examined and rinsed again. On (B)(6) 2010, the physician injected volon (triamcinolone) 1 ml and carbo (carbocaine) 4 ml into the swollen knee. The physician stated that the outcome of the event was not yet recovered. The relationship between the events and synvisc was possible. The action taken synvisc was stopped permanently, and the severity was deemed to be moderate. The synvisc lot number was x0719, exp date october 2010. No further info was provided. MFR's comment: the benefit-risk relationship of the product is not affected by this report.